Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. He was not able to adjust his stimulation. Impedances were greater than 4,000 ohms on all or some of the unipolar pairs. The device was reprogrammed using viable electrodes and the patient had symptom relief, but not as good as immediately post-implant. Further information is being requested from the hcp.

Manufacturer narrative:
See scanned page.